Event description:
It was reported by the affiliate that during a cystectomy procedure the surgeon was ending the laparoscopic procedure with an open technique to create a new bladder . At this point the tissue pad broke off the device. No patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the clamp arm detached from the inner tube, but firmly fixed to the outer tube at the clamp arm weld. The tissue pad was found in good physical condition and properly attached to the clamp arm. The device was tested with a generator and pass the pre-run test. Possible causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or possible entanglement in fibrous tissue.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.